Event description:
It was reported that the device exhibited an error code (ec) 42221 with a red screen. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device was received on 5/12/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.